Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that the right ventricular lead exhibited a fracture. The lead was explanted and replaced. No patient symptoms or additional information was reported.